Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and occipital neuralgia. It was reported that the patient had visual leakage of fluid from their leads. It was unknown if there were any environmental factors that may have contributed or led to the issue. No troubleshooting was done. The patient had a total explant as the patient had an infected device, which they were not sure when it began. It was reported that surgical intervention occurred and the issue was resolved at the time of the report. The device will not be returned for analysis as the customer discarded it. The product will not be replaced in the future. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the physician could not verify fluid leaking out of the leads. They stated that this was reported by the patient, but upon visual inspection, that was not the case. The rep noted that the patient was probably not infected either. They stated that the physician thought the reason the patient wanted the device explanted was due to lack of efficacy. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4) no longer applicable to event. If information is provided in the future, a supplemental report will be issued.